Event description:
Device returned to manufacturer with report of "patient was only receiving 75 mcg per day and battery failed. Hcp wants to know why it failed so soon". Follow up with hcp revealed pt returned for refill 1 day prior to event date with increased spasticity which pt thought was "due to the weather". Increased dose of medication was offered, but was refused as pt was going to florida. Telemetry revealed a "low battery alarm". Pt was referred to hospital-device was replaced the next day. Pt recovered from the procedure without sequelea - was comfortable and mobile with new pump. Pt passed away suddenly this summer due to cause unrelated to the device.